Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with upper back pain and chills. Blood cultures tested positive for staphylococcus aureus bacteremia and the patient experienced puffy eyes, a red face, and redness to the chest and arms, along with a fever. The patient's port-a-catheter was suspected to be the source of the infection. The patient was treated with antibiotics and a peripherally inserted central catheter was placed for long term antibiotic treatment. The physician elected to leave the device and right ventricular (rv) lead in use due to the patient's condition. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.